Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
It was reported that the programmer had "malfunctioned." The programmer was to be sent for repair. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.